Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/24/2024, it was reported by a sales representative via (B)(4) that an ar-9236-03pp univers vaultlock¿ glenoid trial l center peg broke. This occurred while trialing on 05/23/2024 and all fragments were retrieved.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Visual evaluation noted that the middle/center pole was broken off. Scratches and damaged was observed on the device surface. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.